Event description:
Md states the peg was placed 4/1998. Md was using traction removing peg & removal from pt., it was noticed this dome was not attached to distal end of tubing. Md sent pt to x-ray to have fluorscopy done and dome was not found. Md feels dome detached prior to removal. This was a scheduled removal.